Event description:
It was reported by the physician that he noticed a high lead impedance during system and normal mode diagnostics. He indicated that the last good diagnostics results were obtained two months ago. It was also indicated that the patient will have x-rays taken. Good faith attempts with the physician for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.